Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as this lead did not cause the issue.

Event description:
Related manufacturer report number: 3006705815-2021-00999. It was reported the patient had an implant procedure on (B)(6) 2021. During the procedure, the surgeon was unable to implant the lead. A dural puncture occurred and a csf leak was noted. Physician aborted the procedure entirely and no product was implanted. A blood patch was performed the day of the procedure and nothing further is planned regarding this issue.